Event description:
The implant nrg ps femoral component was prepared to be implanted in the pt during the surgery. Once the surgeon took the implant from the package, there was a yellow stain found on the cam part. Unfortunately, the stain couldn't be wiped out. However, the surgeon had to process the surgery using this implant without any other option. The prosthesis was implanted in the pt with the remained stain.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device is implanted in the pt and was not returned to the manufacturer. However, photo of the device was provided. A supplemental report will be submitted upon completion of the investigation.